Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The event narrative did not note that the starter guidewire caused or contributed to this incident; however, since the starter guidewire was reported as one of the devices used in this procedure a medwatch report is being filed. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
The patient had a port-a-cath originally on (B)(6) 2016. They returned back to the operating room (or) on the 25th for repositioning. The physician was unable to reposition the catheter, it was removed. When this catheter was removed, x-ray was taken and then it seems like something was still in the patient, in the chest and they had to send the patient back for removal. Reporter guessed the issue was that it broke. They went originally for it to be repositioned. The physician was attempting to reposition it. The catheter was removed and a piece broke and so they had to take the patient to x-ray because the piece was found in the chest and then it was removed. The piece was removed in radiology so reporter don't know what happen to it.